Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced nighttime hyperglycemia followed by early-morning hypoglycemia while using the ilet, with caregiver-reported missed meal announcements and instances of the patient removing the cartridge to check insulin, after which glucose fluctuations occurred. Symptoms included high blood glucose of 232 mg/dl and low blood glucose of 72 mg/dl. Outcomes included transient out-of-range glucose for about an hour and treatment of the low with three glucose tablets provided by the caregiver, without medical intervention. Investigation included technical review and user-use assessment conducted through troubleshooting and education with the caregiver. Investigation of this case revealed use error related to missed meal announcements and inappropriate handling of the cartridge, which can impact insulin delivery and lead to overcorrection and glycemic variability. It was concluded that the device functioned as designed and that the event was attributable to user handling and therapy use patterns rather than a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.